Manufacturer narrative:
Product event summary: analysis confirmed the customer comments regarding boot-up and case damage. Upon opening the case it was dis covered that the main case and the display assembly had corrosion. The programmer was scrapped. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not start up. It was further reported that it was missing a handle, had a broken rear panel and a broken screen encoder. The programmer was returned for service. There was no patient involvement.

Event description:
It was reported that the programmer would not start up. It was further reported that it was missing a handle, had a broken rear panel and a broken screen encoder. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.